Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, due to patient anatomy, the lead could not get to the target location and be fixed well and dislodged while the sheath was slitting. The physician used a new sheath and the lead was implanted. No patient complications have been reported as a result of this event.